Event description:
The event is reported as: the user noted that the connector broke during ventilation. No clinical consequences reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.